Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited high thresholds and no capture at maximum output. The lead was revised and remains in use. No patient complications have been reported as a result of this event.